Manufacturer narrative:
After further review, the maxzero product was performing as it should and the splitting line was a baxter product. Therefore, this MDR will be canceled.

Event description:
It was reported that the bd maxzero¿ extension set tube blew. Report 2 of 2. Verbatim: details from customer email ¿. Patient had an IV infusion of n/saline in progress when he went to CT scanner. IV line removed from baster pump. IV line not disconnected from IV cannula. Radiology staff used they connecter to infuse IV contrast. The tube distal to the y connecter "blew." This happened twice last week. The mia staff have observed that there has been an increase in this since introduction of bd maxzero tubing.¿

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set tube blew. Report 2 of 2. Verbatim: details from customer email ¿....patient had an IV infusion of n/saline in progress when he went to CT scanner. IV line removed from baster pump. IV line not disconnected from IV cannula. Radiology staff used the y connecter to infuse IV contrast. The tube distal to the y connecter "blew." This happened twice last week. The mia staff have observed that there has been an increase in this since introduction of bd maxzero tubing.¿